Manufacturer narrative:
The onset of the patient's drive line infection is reported within MFR. Report number 2916596-2017-02074. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2018 to (B)(6) 2018 for exacerbation of drive line infection. Vancomycin and ceftazidime were started and the drive line site was positive for methicillin-sensitive staphylococcus aureus (mssa). Infectious disease started the patient on cefazolin 2g every 8 hours indefinitely.